Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation from the electrodes pressing against her skin, the therapy electrodes rubbing against her spine, resulting in a small sore underneath the back therapy electrodes. No report that the sore was open or weeping. The patient's nurse applied gauze to the sires on her back. During a follow-up, it was reported that the patient's irritation improved after the nurse applied the gauze to the affected area.